Event description:
It was reported that this implantable pacemaker had unexpected drop in longevity. Data analysis showed that this device is depleting normally. There is a offset between the expected battery voltage and actual battery voltage. This results in a significant 170mah difference (loss) in capacity. This change in capacity becomes factored in at when voltage-based blending begins. Blending is complete and no further significant loss of longevity is expected. Despite this change, the pg will meet longevity expectations. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker had unexpected drop in longevity. Data analysis showed that this device is depleting normally. There is a offset between the expected battery voltage and actual battery voltage. This results in a significant 170mah difference (loss) in capacity. This change in capacity becomes factored in at when voltage-based blending begins. Blending is complete and no further significant loss of longevity is expected. Despite this change, the pg will meet longevity expectations. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.